Event description:
It was reported by service report that the right side rail could not be latched in the raised position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
The hill-rom technician replaced the emergency trend valve to resolve the issue.